Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the operating room for scheduled device replacement procedure. Prior to the procedure it was noted that the device was programmed to vvi and according to patient¿s chart the atrial lead exhibited loss of capture and loss of sensing, the lead had been programmed off for past 2 to 3 years ago. During the procedure fluoroscopy revealed the lead was dislodged; it was noted that this was due to the patient twiddling the device. The lead was capped and a new lead was implanted without any adverse event. The patient was in stable condition pre, intra and post procedure and will continue to be monitored.